Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after a diagnostic angiogram procedure. Reportedly, the proglide was prepped per protocol and inserted into the patient over the guide wire. The foot was deployed and the device retracted until resistance was felt. It was felt the foot was up against the vessel wall and the sutures were deployed. On removal of the device it was observed that the bleeding did not stop significantly and the sutures were not deployed through the vessel wall. The device and sutures were removed from the patient and manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. The physicians are reportedly not trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report additional information received indicates: upon removal of the device from the common femoral artery it was observed that the knot was advanced towards the arteriotomy but the knot was not deployed correctly and arterial flow was observed from the site. The guide wire was always present throughout the deployment.

Manufacturer narrative:
(B)(4). Per the proglide instructions for use: do not advance the knot with the snared knot pusher or suture trimmer until the wire has been completely removed from the patient.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained. The instructions for use under caution states the device should only be used by healthcare professionals who are trained in diagnostic and therapeutic catheterization procedures and who have been trained in the use of this device by an authorized representative of abbott vascular. It is indicated that the device was discarded at the facility; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint handling database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.